Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture and blade detachment occurred. The 50% stenosed target lesion was located in the moderately tortuous vein. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, after inflation was performed, the device was removed and reinserted. A second inflation was performed, however it was noted that the balloon ruptured. The device was removed and it was found out that there was no blade. When the sheath was removed, the blade came out from the skin of the sheath insertion part and blade was retrieved. There were no patient complications reported.

Event description:
It was reported that a balloon rupture and blade detachment occurred. The 50% stenosed target lesion was located in the moderately tortuous vein. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, after inflation was performed, the device was removed and reinserted. A second inflation was performed, however it was noted that the balloon ruptured. The device was removed and it was found out that there was no blade. When the sheath was removed, the blade came out from the skin of the sheath insertion part and blade was retrieved. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. A visual examination of the returned device identified that a blade and pad were noted to have detached for the balloon. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.